Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2017 and it was reported that the pump was replaced on (B)(6)2017. No further patient complications have been reported as a result of this event the following information was previously reported in manufacturer¿s report (B)(4): information was received from a healthcare professional via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6)2017 an 8476 (motor stall) code was seen on the ptm (personal therapy manager). No patient symptoms were reported. No further patient complications have been reported as a result of this event. Based on the additional information received, it has been determined that this information is the same event that was previously reported. Any additional information received regarding this event will be reported.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3007566237-2017-03309 [motor stall, ptm code 8476] was previously reported. Additional information regarding that event will be reported under this manufacture's report # 3004209178-2017-17584 [ptm code 8476, motor stall]. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding an unknown patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient saw the 8476 code on personal therapy manager (ptm). The patient spoke to an healthcare professional (hcp) and the plans were to replace the pump due to a motor stall. The hcp had no further history and did not provide serial number or patient name. The hcp thought another hcp called regarding this event. No symptoms were reported. Event date was noted as (B)(6) 2017. Additional information received from healthcare professional (hcp) on 2017-aug-22 reported the pump stalled a week prior to last friday ((B)(6) 2017). The hcp confirmed that the pump was scheduled to be replaced on (B)(6) 2017, and provided the manufacturer representative who they believed would be involved with this event. The patient's name, weight, or pump serial number was not provided, but confirmed the patient's managing hcp. It was noted that the pump contained hydromorphone 7.5 mg/ml which conflicts with the previous reported information that the pump contained morphine, and the cause of the motor stall was undetermined. It was noted that the pump still had 6 months to elective replacement indicator. It was unknown if the pump would be returned for analysis. Additional information received from a manufacturer representative on 2017-sep-11 provided the patient's identifying information. It was noted that this event was previously reported. The pump was implanted for cervical radiculopathy and non-malignant pain. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration at a dose of 3.5099 mg/day via an implantable infusion pump for non-malignant pain and cervical radiculopathy. It was reported that the patient's pump was alarming and it was coding. The patient stated that the code was 8476. The patient gave herself a bolus at 9:30 am on (B)(6) 2017 and it worked. However, this afternoon she started to alarm. Per the patient, her healthcare professional (hcp) called a couple days ago due to it coding. The patient stated it started to give her doses again but now she was seeing 8476 and it was alarming. The patient didn¿t understand why the pump was alarming and it was reviewed that 8476 means motor stall and an alarm was associated with that. The patient said the alarm did not go off last time or she did not hear it. Surgery was scheduled for (B)(6) 2017 and the patient noted that when the hcp called he was told it would keep happening. The patient noted she was starting to withdrawal and noted diarrhea. No further complications were expected or anticipated.

Manufacturer narrative:
Analysis of the implantable pump ((B)(4)) identified corrosion on the gear wheel. Residue on the gear shaft of the motor gear train was identified that resulted in the motor stalls. The battery was found to have high resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient first started experiencing the motor stall approximately one week prior to (B)(6) 2017. A noted catheter dye study was conducted in preparation for pump replacement. The cause of the patient not hearing the alarm was not determined. The intermittent motor stall and withdrawal/diarrhea had been resolved.